Manufacturer narrative:
The field service engineer (fse) identified a fluid leak from the modular chemistry manifold caused by a fitting that was not properly installed. The fse replaced and secured the fitting to resolve the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported fluid leaked under the instrument and onto the floor involving the unicel dxc 880i synchron access clinical system. The customer's maintenance department tightened the fitting in the rear of the instrument but did not resolve the issue. The operators had personal protective equipment (ppe) consisting gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
(B)(4).